Manufacturer narrative:
The reported event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found a kink on the outer tubing and some internal lead wires being broken.

Event description:
Additional information received indicates that the lead was explanted and replaced. Effective therapy was established post-operatively.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances. Reprogramming was successful. Still, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6)